Event description:
Reporting status: malfunction. Reporting rationale: a separated shaping ribbon has caused or contributed to patient injury. Device issue: separated shaping ribbon. It was reported that when the hi-torque balance middleweight universal guide wire was unpacked prior to the procedure, the guide wire tip coils were stretched. There was no patient involvement. The device was received by abbott vascular with the shaping ribbon separated proximal to the tip ball. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results: quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance investigation revealed that the guide wire was returned without any blood or contrast visible. The entire length of the tip coils were stretched for a length of 7cm. The shaping ribbon was separated from the tip solder, but still intact with the core. The shaping ribbon was 3cm long distal to the center solder. There were three kinks in the tip coils, 3mm, 1.2cm and 2cm proximal to the tip ball. There was no other damage noted to the guide wire. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.